Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose level was 45 mg/dl. The customer had been using the insulin pump system within 48 hours of low blood glucose level event. The customer treated low blood glucose level with food. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose levels. The customer did not allege the insulin pump for over delivery. The drive support cap appeared normal. They stated that the insulin pump looked normal and had no signs of damage or leak. They stated that the insulin pump should stop delivering insulin pump the customer was experiencing low events frequently. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. (B)(4).